Event description:
A patient reportedly received a corneal burn in the operative eye during a routine cataract extraction procedure. The incision site required four sutures to close. The patient is expected to recover fully. The equipment continues to be used and no service was requested.